Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit was not functioning and defective. It was further determined that the device failed pretest for check the triggers and the electronic control unit function, switching function, oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: further investigation determined that the the device had no response. The device was disassembled which determined that the electronic control unit (ecu) magnetic plate fell off and the motor was worn out and corroded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.